Event description:
This patient had mammaary prosthesis implants in april 1988. She was fine in the interim until several months ago when she sustained a contusion to the left breast while working out at a gym. After this she noticed a firmness. She wanted the implants removed.the physician removed the implants and placed them in seperate containers to be sent to the manufacturer for evaluationinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.